Manufacturer narrative:
One device was returned for investigation. The evaluation could not be performed as product was unable to be located. If the product is located the investigation will be reopened and a follow up report will be submitted. The complaint database was reviewed and all defects of this nature were received and investigated with no confirmed breaches. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.